Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting an gradual increase in shock impedance and recently reached out of range measurements. The representative indicated calcification on the lead coil was suspected. Technical services (ts) was consulted and discussed possible reasons for the exhibited issue. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting an gradual increase in shock impedance and recently reached out of range measurements. The representative indicated calcification on the lead coil was suspected. Technical services (ts) was consulted and discussed possible reasons for the exhibited issue. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and the crt-d system was did not provide successful defibrillation threshold (dft) test measurements for initial polarity configuration. The physician suspected a lead issue and surgically abandoned the lead. Another right ventricular (rv) apex lead was implanted. No additional adverse patient effects were reported.